Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 0157 lead, implanted (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had bacteremia and lead endocarditis. Pre-operative antibiotics were administered. The device and leads were explanted. A temporary pacing lead was placed along with an implantable pulse generator (ipg). A new system was later implanted. No further patient complications have been reported as a result of this event.